Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a needle that would not retract. The following information was provided by the initial reporter, translated from chinese: the needle couldn't be retracted.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 12-oct-2022. H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one 20g x 1.16in insyte autoguard from lot number 1343916. Through the visual inspection of the returned unit, media is observed indicating sign of use. The needle is not retracted in the safety shield but rather covered by the cap. Further microscopic inspection found that the grip was adhered to the needle hub. The unit was attempted to be retracted with force, but retraction could not be achieved. The safety button could be pushed down but the needle would not retract. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the adhesive dispensing process. Per our quality control plan, inspections for needle retraction and excessive adhesive are performed periodically during the manufacturing process to mitigate the occurrence of this type of defect. Preventative maintenance (pm¿s) is performed to maintain and ensure proper functioning of equipment. Pm records were verified to be up to date during the production of this lot. In addition, a device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a needle that would not retract. The following information was provided by the initial reporter, translated from chinese: the needle couldn't be retracted.